Event description:
It was reported that the pt said is getting uti infections and scratching because of irritation which causes bleeding, have a rash. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Per follow up information received on 11jun2026, it was reported I have provided photos of the product information and the label from my prescription. I had to get more pills; the infection was so severe. Itching and bleeding continues. Asked if we have a product without the silicone.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.